Event description:
The jetstream navitus was used for a cto. After the pass, the device was removed and the jetwire was stuck in the catheter. The wire position was lost. After multiple attempts to recross with a wire the physician decided he could not recross the lesion. He then decided to send the patient for a surgical procedure to treat the cto. Dr. (B)(6) was very upset that he lost wire position. He would like for the device to be examined and a written or verbal response to our findings. The replacement should go to attn (B)(6) in the cath lab.

Manufacturer narrative:
The customer site stated that jetstream navitus was used for a cto. After the pass, the device was removed and the jetwire was stuck in the catheter. The wire position was lost. After multiple attempts to cross with a wire again the physician decided he could not cross the lesion. Inspected the returned jetstream navitus catheter and noticed the guidewire has been removed from the catheter. Operated the catheter with a known good jetstream console and there were no operational defects found. Removed the tip of the catheter and discovered that the guidewire lumen through the tip was occluded with thrombus. Inspected the bushing closer and also noticed foreign material in the bushing which impedes the guidewire from free movement. Due to the blockages observed in the guidewire lumen the customer site would have experienced guidewire performance issues. Regulatory assessment: event consists of a jetstream device getting stuck on a jetstream jetwire resulting in loss of guidewire position. The patient age and gender are unknown as well as any patient history which is also unknown. The physician attempted to treat a complete total occlusion (cto) in an unknown mid peripheral arterial vessel with a jetstream navitus atherectomy catheter and a jetstream jetwire guidewire. After a pass was made with the navitus device it was attempted to be removed but became stuck on the jetwire resulting in loss of wire position. The physician attempted multiple times to recross the lesion with a wire but was unsuccessful. The physician then decided to send the patient for a surgical procedure to treat the cto. This event is reportable since the sticking of the jetstream navitus device and the jetstream jetwire resulted in loss of wire position which could not be re-established and subsequently surgical intervention was required.